Event description:
It has been reported to philips that there was a loss of signal on the live monitor. The device was in clinical use. The procedure was completed using a mobile c-arm. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the scheduled vascular procedure was aborted. Analysis of the log files could not confirm any malfunction . A philips field service engineer(fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the issue took place due to input signal configuration. Fse replaced the monitor which resolved the issue. After replacing the monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.